Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 600 mg/dl with an unknown cause. Reportedly, the cartridge was in use for more than 2 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made for customer to consult with the healthcare provider regarding bg level.